Event description:
The customer reported error e116 (otv error) occurred on the subject device during preparation for an unspecified procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field engineer went on-site and confirmed that error e116 occurred on the display unit. The suspect device is expected to return to an olympus service center for evaluation; however, the device has not been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies, the following verbiage, which may have prevented the phenomenon: "9.2 troubleshooting guide: code: e116, error message: otv error, possible cause: camera control unit malfunctions, solution: immediately turn the light source off and turn it on again, after a while. If the same problem, occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet. And the ac power inlet on the light source, then contact olympus". Olympus will continue to monitor field performance for this device.